Event description:
It was reported that prior to starting a da vinci-assisted abdominoperineal resection surgical procedure using an xi system, and before surgical port placement, the customer called in with a "disable left hand control" message on their system. Several hard power cycles had been performed prior to calling with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer unplug surgeon side console (ssc) 2 and restart the system, after which it powered back up with no further errors. The customer continued the procedure with ssc 1 only. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the left master tool manipulator (mtml). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.